Event description:
Due to the compression of the resuscitator bag, gas was leaking around the inlet valve.

Manufacturer narrative:
The actual device has not been returned for evaluation. It is our understanding the device is not available for evaluation. The lot number involved is currently under a voluntary recall. The results of the evaluation found that the gas volume from the resuscitator, when the bag was compressed, was leaking around the inlet valve. The inlet valve is designed to close and seal when the bag is compressed and opens allowing gas to re-enter the bag after a bag compression, also known as bag recoil. It was found that delivered volume was dependent upon technique of bag compression. Depending upon the technique used, suitable volume could be delivered and another technique would produce less than the expected volume delivery. Further investigation of the inlet valve found that it did not meet the specifications for that location of the valve.